Event description:
It was reported that the customer received a text indicating meal doses were at an unsafe level and was advised to perform a factory reset of the ilet pump, after which additional training would be provided. Symptoms included unknown. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included attempts to contact the customer by phone and sms to provide factory reset assistance and to assign follow-up training. Investigation of this case revealed that customer support was unable to reach the customer to complete troubleshooting or confirm resolution. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of customer engagement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.